Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. The customer alleged that the pump delivered too much insulin. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.